Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher for split thickness grafting had dull blades and carrier boards such that incomplete fenestrations were made during surgery. There was a delay of 10 minutes during the surgery and an additional graft was needed. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the serial plate and sample graft observed to be acceptable however, the repair was not completed because the customer requested the unit be sent back unrepaired device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.